Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced bradycardia possibly due to the right ventricular (rv) lead dislodgement and perforation into extravascular space post operatively. It was also reported that the replacement right ventricular (rv) lead exhibited helix retraction issue intra operatively. The lead was attempted not used and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected b5: first, second and third sentences. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced bradycardia possibly due to the right ventricular left bundle branch (rv lbb) lead dislodgement and perforation into extravascular space. The rv lbb lead was explanted and replaced. It was also reported that the replacement right ventricular (rv) lead exhibited helix extension/retraction difficulty intra operatively due to tissue getting lodged in the helix. The rv lead was attempted not used and replaced. No further patient complications have been reported as a result of this event.